Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 2000, the pt underwent a primary left l5-s1 spinal root decompression. Eleven days following surgery the pt presented with incisional swelling which was mild in intensity. The wound was aspirated 6 days later along with application of a compression dressing. Bedrest for "a couple of days" was recommended. The event resolved with treatment in 5/00. The investigator classified this event as unrelated to adcon-l. The investigator noted "illness being treated" and "seroma" as a possible explanation for the event.